Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a power-on-reset (por) code and that therapy had stopped due to the por. The por occurred during recharging and the patient had the por cleared by troubleshooting through the patient programmer and was receiving adequate therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.